Event description:
Centeno, miriam, et al. (2023). "Complications and inappropriate shocks in pediatric patients receiving a subcutaneous implantable cardioverter defibrillator." Rev esp cardiol. 2024;77(5):362-369. Https://doi.org/10.1016/j.rec.2023.08.014. It was reported in the above journal article that in a pediatric study population that included 26 patients, subcutaneous implantable cardioverter defibrillator (s-ICD) devices implanted using contemporary implantation techniques and programming provide safe and effective therapy. The number of inappropriate shocks is similar to transvenous ICD devices, with fewer short- and mid-term consequences. Of the 26 patients, three patients experienced inappropriate shocks due to t-wave oversensing, corrected with programming optimization during exercise, and myopotential oversensing. Two patients experienced surgical wound infections that were resolved with antibiotics. One patient required surgical wound cleaning without device removal. Two patients underwent early replacement procedures due to premature battery depletion (pbd), both of which occurred after the fifth year of implantation. Overall, the study confirmed s-ICD implantation offers a safe and effective means of preventing sudden cardiac death in pediatric patients.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Centeno, miriam, et al. (2023). "Complications and inappropriate shocks in pediatric patients receiving a subcutaneous implantable cardioverter defibrillator." Rev esp cardiol. 2024;77(5):362-369. Https://doi.org/10.1016/j.rec.2023.08.014. It was reported in the above journal article that in a pediatric study population that included 26 patients, subcutaneous implantable cardioverter defibrillator (s-ICD) devices implanted using contemporary implantation techniques and programming provide safe and effective therapy. The number of inappropriate shocks is similar to transvenous ICD devices, with fewer short- and mid-term consequences. Of the 26 patients, three patients experienced inappropriate shocks due to t-wave oversensing, corrected with programming optimization during exercise, and myopotential oversensing. Two patients experienced surgical wound infections that were resolved with antibiotics. One patient required surgical wound cleaning without device removal. Two patients underwent early replacement procedures due to premature battery depletion (pbd), both of which occurred after the fifth year of implantation. Overall, the study confirmed s-ICD implantation offers a safe and effective means of preventing sudden cardiac death in pediatric patients.